Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in a severely calcified radial artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation below the nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in a severely calcified radial artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation below the nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was in good condition. It was further reported that target lesion was mildly tortuous.